Event description:
During an in-clinic follow-up, noise that resulted in over-sensing and automatic mode switch (ams) were observed on the device. No intervention was performed. The patient was stable and will continue to be monitored.